Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced aspiration probes and the wash separation manifold. A siemens headquarters support center (hsc) specialist evaluated the instrument data and determined it is unlikely that those parts caused the discordant havt results. The cause of the discordant results is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, false positive total antibodies to hepatitis a virus (havt) results were obtained on multiple patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument and resulted negative. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant havt results.